Event description:
It was reported that the screws had bent near the tulip. Patient status: the report indicates that the patient status is ok. No adverse effects have been reported as a result of the event.